Event description:
It was reported that during a procedure, when the fiber was introduced into the generator, the green light did not turn on but even so, the physician continued with the procedure. When activating the laser, the stone did not come out. The physician withdrew and tried again but with no results. The procedure was completed using another fiber without patient complications. The fiber was returned and preliminary analysis identified a fractured fiber connector.

Event description:
It was reported that during a procedure, when the fiber was introduced into the laser, the green light did not turn on but even so, the physician continued with the procedure. When activating the laser, the stone did not come out. The physician withdrew and tried again but with no results. The procedure was completed using another fiber without patient complications. The fiber was returned and analysis identified a fractured fiber connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported fiber not turning on event as analysis identified a fracture within the sub miniature a (sma) connector. When connected to the laser console, there was no light present from the sma connector, indicating that there was a fracture within the connector. Fracture within the sma connector can occur during procedural handling of the fiber during setup, use, or reprocessing. The fiber connector may develop a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. The IFU states: hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement. Caution: do not use any lighttrail reusable laser fiber with damaged distal end or damaged sma connector. Avoid touching the exposed connector end. B5: correction: from "introduced into the generator" to "introduced into the laser".